Event description:
The customer was hospitalized for low bgs. It was informed that the customer felt sick and drank some juice, which did not help. The customer remembers going numb like they were going to have a stroke. The customer was driving, could not see the road, and stopped their vehicle. The paramedics were called and transported the customer to the hospital. The customer was released the following day. The customer indicated they had been adjusting their basal rates for the past two days. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Suggested the customer to call their md to discuss possible causes of low bgs.